Event description:
Recently the medical center began using new IV extension tubing (bd smartsite extension set) ref20159e. Immediately staff began complaining of issues with the tubing including that in many instances one side of the tubing will not flush and one or both sides will not allow for back draw of blood into the tubing for purposes of lab test blood draw or confirming IV placement. Lot number is (10)20106516 and I have saved several of the faulty tubing. The has affected multiple units and the representative have been notified. FDA safety report ID # (B)(4).